Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller was instructed by technical support to remove the cartridge from the pump, deliver a 9-unit bolus, and reload the original cartridge. The bolus was completed successfully, and the cartridge was reloaded, allowing the customer to resume insulin therapy, thereby resolving the issue.